Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing got detached from the site on (B)(6) 2025. It was also reported that the infusion set tubing came apart at site. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6002836 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code tubing connector detached from infusion set (cannula part/base piece). Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6002836 was manufactured according to the wi version 77 and packaging in the multivac 12, on 25/aug/2023, with a total of (B)(4) units. Assembly of quick set the lot 3h02443 was manufactured according to the wi version 26 assembled in the quickset line, on 25/aug/2023, with a total of (B)(4) units. The lot 3h02444 was manufactured according to the wi version 26 assembled in the quickset line, on 25/aug/2023, with a total of (B)(4) units. The lot 3h02445 was manufactured according to the wi version 26 assembled in the quickset line, on 26/aug/2023, with a total of (B)(4) units. Gluing of quick set the lot 3h03193 was manufactured according to the wi version 38 in the gluing of quick set machine mp04, on 24/aug/2023, with a total of (B)(4) units. The lot 3h03396 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, on 24/aug/2023, with a total of (B)(4) units. The lot 3h02411 was manufactured according to the wi version 38 in the gluing of quick set machine mp05, on 21/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 31/mar/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6002836 and no other complaint has been registered in database for the same lot 6002836 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.